Event description:
Manufacturer received x-rays to review on a vns pt. X-rays were reviewed by manufacturer and no gross lead discontinuities noted. The pt was reported to have high lead impedance. No trauma or pt manipulation of the vns prior to the high impedance being attained. No clinical symptoms. The pt has not had seizure in a year and a half. At this time, no decision has been made for the pt's continued vns therapy. The pt will be seen back in clinic to have their vns programmed to zero output current. Additionally, it is also possible the pt's vns generator is nearing end of battery life based on estimated battery calculation.

Manufacturer narrative:
Manufacturer review of x-rays. X-ray review by the manufacturer, no gross lead discontinuities visualized. Device malfunction suspected, but did not cause or contribute to a death or serious injury.